Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported dissection is a known adverse event listed in the mini vision instructions for use (IFU). Reportedly, no pre-dilatation was performed. It should be noted that the mini vision IFU states: pre-dilate the lesion with a ptca catheter. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no malfunction has been reported. It was reported no predilatation was performed prior to stenting. During stenting of the lad with a mini vision (2.5mm x 28mm), there was a dissection in the proximal end of the stent. Another mini vision (2.5mm x 12mm) was used to treat the dissection. No additional event or pt info is available.